Manufacturer narrative:
Product complaint: (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected, the barrel hole of the needle was examined under magnification and no suture remnant was noted, slight marks were noted on the body of the needles, and the insertion end of the suture was observed to be as expected. The force used to detach the needle from the suture could not be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.